Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision was observed halfway through the procedure. It was reported that the surgeon felt the patient registration was off. Additionally, the medtronic representative in the operating room (or) had noted the patient had moved. However, the surgeon did not see any movement. It was noted that the issue occurred while drilling into the skull plate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. The procedure was completed by the surgeon accounting for the inaccuracy. The amount of inaccuracy was not able to be obtained.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.